Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, UDI: (B)(4). Device available for evaluation: no. Manufacture date: 2018-11-13. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, after deployment of the ipg, the delivery catheter was noted as back in the atrium multiple times and was reintroduced into the ventricle at the appropriate distance to the device multiple times. During the tug test and leadless ipg testing the issue continued with the delivery catheter coming back to the atrium and was again reintroduced to the ventricle at appropriate distance. The physician performed floss and cut the tether. Upon viewing fluoroscopy at removal of the tether the delivery catheter was again found to be in the atrium. A partial dislodgement of the leadless ipg was viewed, and the device appeared to still have one nitinol hook still engaged. The leadless ipg was snared into the introducer sheath and was removed. A traditional single chamber pacemaker was then implanted. No patient complications have been reported as a result of this event.